Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker passed out yesterday. They will do a patient-initiated interrogation and consult the physician. The pacemaker remains in service. No additional adverse patient effects were reported.